Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed a blood infection due to (B)(6). The physician does not suspect that the pacemaker system cause or contributed to the infection. However, the pacemaker system was removed on (B)(6) 2020 to ensure full recovery for the patient while undergoing the antibiotic treatment. The pacemaker system removal was completed without incident. The patient was in stable condition during and after the procedure. Related manufacturer reference number: 2017865-2020-10692, 2017865-2020-10693.

Manufacturer narrative:
Analysis was normal. No anomalies were found.